Event description:
Patient called lxn alleging meter would only prompt an error 4 message. No symptoms reported while attempting to test. The issue was not resolved with troubleshooting. No further information was reported.